Manufacturer narrative:
B5: updated field content. H6 device code 1: corrected code. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2019, the patient was administered to hospital for follow-up imaging to be conducted the next day. On (B)(6) 2019, a type ii endoleak originating from a lumbar artery at the level of vertebrae l3/l4 was diagnosed with the aneurysm measuring 80 mm. On (B)(6) 2019, angiography was performed and the endoleak was embolized. Follow-up cta imaging on (B)(6) 2019, found an aneurysm diameter of 83 mm. According to the physician, this increase is not considered an aneurysm enlargement as the patient was given an embolizate and there is a tolerance of measurement. The endoleak is believed to have been repaired.

Manufacturer narrative:
B5. Describe event or problem: added additional information. H6. Device code 1: corrected code. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak and aneurysm enlargement.

Event description:
On (B)(6), 2019, follow-up imaging identified a type ii endoleak originating from a lumbar artery at the level of vertebrae l3/l4 and on (B)(6), 2019, cta follow-up imaging confirmed an aneurysm diameter of 80 mm. On (B)(6), 2019, the endoleak was embolized. Follow-up cta imaging on (B)(6), 2019, revealed an aneurysm diameter of 83 mm.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was received by gore: on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 65 mm in diameter and was therefore implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up ultrasound examination found the aneurysm to measure 60 mm and 62 mm on (B)(6) 2014. Follow-up computed tomography angiography imaging on (B)(6) 2017, and on (B)(6) 2019, showed the aneurysm diameter to have further increased from 68 to 80 mm. There was no reason reported for the aneurysm increase.